Event description:
The customer reported that they received questionable results for three patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the three samples, two had erroneous results for ft4. The date that the event occurred was asked for, but not provided. The first sample initially resulted as 1.99 ng/dl when tested at the customer site on an e602 analyzer. The sample was repeated on the same analyzer and resulted as 1.97 ng/dl. The sample was repeated on a centaur analyzer and resulted as 1.60 ng/dl. The sample was provided for investigation and tested on an e170 analyzer and an e411 analyzer on (B)(6) 2015. For investigation, the sample resulted as 2.06 ng/dl when tested on the e170 analyzer and it resulted as 2.01 ng/dl when tested on the e411 analyzer. The results from the customer site were not reported outside of the laboratory. The results obtained during investigation were reported to the customer. The second sample initially resulted as 1.72 ng/dl when tested at the customer site on an e602 analyzer. The sample was repeated on the same analyzer and resulted as 1.63 ng/dl. The sample was repeated a second time on the same analyzer and resulted as 1.81 ng/dl. The sample was repeated on a centaur analyzer and resulted as 1.50 ng/dl. The sample was provided for investigation and tested on an e170 analyzer and an e411 analyzer on (B)(6) 2015. For investigation, the sample resulted as 1.76 ng/dl when tested on the e170 analyzer and it resulted as 1.70 ng/dl when tested on the e411 analyzer. It was asked, but it is not known if the results from the customer site were reported outside of the laboratory. The results obtained during investigation were reported to the customer. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 180539, with an expiration date of october 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 179279, with an expiration date of july 2015. From analysis of the information provided, a general reagent issue is most likely not present. Upon comparing values generated by different types of analyzers, variances can be expected given the different setups of the assays, the antibodies used, and the variances in reference methods. For thyroid parameters, age, gender, and other characteristics are to be considered when analyzing measured values. There was not sufficient sample material available for further investigation.

Manufacturer narrative:
This event occurred in (B)(6).